Manufacturer narrative:
This information is based entirely on a global anonymous survey of 32 physicians. Patient information is limited due to confidentiality concerns. Of note, multiple patients and products within a product family were possibly referenced in the survey; therefore a one-to-one correlation could not be made with unique product serial/lot numbers. The model listed in the report is representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported.

Event description:
According to the survey, 19 users reported experiencing wound dehiscence or delayed wound healing and calculi formation; 20 users reported needle break and reaction; 21 users reported suture break; 23 users reported transitory local irritation; 24 users reported minimum acute inflammatory reaction. Survey respondents were given the option to write in additional adverse events encountered that were not listed on the survey. None of the respondents described any additional events.